Manufacturer narrative:
Additional information provided: the customer¿s report indicating pump module did not alarm for an occlusion when expected was not confirmed. Physical inspection of the device noted unidentified film contaminants on the male iui connector contact pins. The female iui connector showed signs of green deposits on several contact pins. An impact dent was observed on the rear left center area of the rear case. No other obvious issues or anomalies were noted log analysis shows on 11:25 am, the reported infusion (drug ID 513) was programmed at a rate of 250ml/h with a vtbi of 250mls and started. The pvi was recorded at 0.0mls. Seconds after the start of the infusion, the vtbi was changed to 300mls and the infusion was restarted. Soon after the start of the infusion, an air in line alarm was exhibited and the pump was restarted. The pump infused until 12:37 pm and completed (kvo). An additional 800mls were programmed on the pump and the infusion was restarted. At 1:17 pm, the pump alarmed for air in the line. Seconds later the pump module was channeled off, powering the system off. The total pvi recorded was 464.667ml. Log results showed no records of an occlusion(s) or auto restart events on this date which would have led to an occlusion alarm. Functional testing performed found the device to be occluding within specifications when instances of a patient side occlusion is exhibited. The root cause of the customer¿s report indicating the pump module not producing an occlusion alarm when expected was not determined.

Event description:
The customer reported that 30 minutes after the start of a vancomycin (250 ml, rate 167 ml/hr) infusion, the patient and nurse noticed that the bag was not dripping. The green light was on. The profile was ¿adult,¿ no delay before or delay after options were selected by the user, and no other medications were infusing at the time. After further inspection, the nurse found the PICC line to be clamped but the pump never alarmed occlusion for about 30 minutes. No patient harm occurred. The pump and channel were removed and sent to the biomed department. The subsequent pm testing revealed no discrepancies with the devices.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that 30 minutes after the start of an infusion, the patient and nurse noticed that the bag was not dripping. The green light was on. After further inspection, the nurse found PICC line to be clamped but pump never alarmed occlusion for about 30 minutes. No patient harm occurred. The pump and channel were removed and sent to the biomed department. The subsequent pm testing revealed no discrepancies with the devices.